Event description:
The event is reported as: the circuit could not pass the ventilator leak test. The rt noticed the cap on the port at the wye may be the defective component. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.